Event description:
It was reported that the pt suffered shunt malfunction. The physician sampled the csf from the reservoir and found that it was colored red. The catheter was revised. Some debris at the end of the ventricle catheter were found. The doctor was not certain if the problem was product related or if the debris were from shunt infection.